Event description:
During an ercp to remove stones from the cbd (common bile duct) a sphincterotome was used to cannulate followed by a balloon to trawl the duct for stones. After the stone was removed, a further x-ray was taken which revealed that the tip of the wire had become detached and was left in the lower cbd. The consultant believes that the tip may have become detached during the trawl for stones as it was a difficult trawl. The tip was removed using a balloon and there were no adverse effects to the patient. No product was retained by the hospital for further investigation.

Manufacturer narrative:
Review of manufacturing records for the time period revealed no significant events or potential issues that could result in the detachment of the guidewire tip. The manufacturing batch record review confirmed that the devices met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Further analysis is ongoing.